Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please explain the issue with packaging, was there any issue with the labelling identification/ information itself? Or incorrect / wrong / conflicting product information?- u.s. Product was supplied instead of (B)(4) product.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Prior to the procedure, it was noticed on the packaging that us product was supplied instead (B)(4) product. There were no adverse patient consequences reported.

Manufacturer narrative:
The device was not received for analysis, but only a picture of the sample was evaluated. Upon visual inspection of the picture, it was noted that the product send to the affiliate belongs to the us market and not the emea. According to the sample condition, the assignable cause of packaging - labeling identification was the distribution process.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. A sealed box of product code ep8709h lot # klh649 was visually inspected. During visual inspection of the box, it was noted that product received belongs to the ce market but was packaged as us product. The prolene* sutures for the product code klh649 are not in accordance with the approved documentation as they do not contain a ce mark and the IFU do not contain the applicable translations. The absence of this information does not present a clinical risk. Due to the sample condition, the assignable cause of packaging - labeling is packing process issue.